Manufacturer narrative:
(B)(4): the meter was evaluated and no error message was observed. The strips were tested and the primary complaint was not confirmed, however, a secondary issue was noted where the strips failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.